Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl at an unknown concentration and dose via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018 during normal use. It was reported the patient was in the hospital for a reason not associated with the pump. The rep was asked to interrogate the pump. When interrogated, the logs showed the pump was stalling and recovering. It was noted there were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included interrogating the pump. The pump was turned to minimum rate by attending physician and the managing physician was scheduling a replacement because the pump¿s elective replacement indicator (eri) was in 8 months. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. Surgical intervention was planned but had not been scheduled. The patient¿s weight and medical history were asked, but unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and a healthcare professional indicated the pump had a motor stall (previously reported), and today ((B)(6) 2018) they were permanently shutting off the pump/programming the pump to off state. It was noted in regards to if the patient experienced symptoms that the information was unavailable. It was noted that the pump started stall on (B)(6) 2018, recovered on (B)(6) 2018, stalled again on (B)(6) 2018, and recovered on (B)(6) 2018, which was previously reported. It was noted that the clinician programmer used was an 8840 (please note: this conflicts with the logs that were previously submitted). The cause of the intermittent motor stalls was not determined. It was noted that they were unable to tell if the event resulted in any impact to the patient or user as the patient was hospitalized for other reasons. It was noted that the pump replacement had not yet been scheduled. It was noted that the pump replacement was scheduled earlier than anticipated due to the pump stalling and recovering. It was noted that the pump was still implanted and running (please note this conflicts with other reported information that the pump was shut off.) It was noted that the pump would be sent back for analysis once explanted/replaced. It was noted that the information provided has been confirmed with the account/hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) and the pump logs were provided. The logs provided last examined (B)(6) 2018 showed the patient was receiving intrathecal fentanyl 20,000 mcg/ml at 6,302 mcg/day, clonidine 1,100 mcg/ml at 346.6 mcg/day, baclofen 360 mcg/ml at 113.43 mcg/day, bupivacaine 25 mg/ml at 7.877 mcg/day, and hydromorphone 35 mg/ml at 11.028 mcg/day. The logs also indicated a motor stall recovery occurred on (B)(6) 2018 at 2:01 am. Another motor stall occurred on (B)(6) 2018 at 8:17am and stopped pump duration exceeded 48 hours on (B)(6) 2018. On (B)(6) 2018 at 10:22pm a recovery occurred. Additionally, a motor stall occurred on (B)(6) 2018 at 6pm with no restart. The pump was interrogated on (B)(6) 2018 during an attempt to increase the dose per the physician order and the stall was noted. No further complications were reported/anticipated or expected.